Manufacturer narrative:
Device was received with all buttons responding properly and the device passed the self test and the displacement test. Device was monitored and no unexpected pump error 23 alarms or frozen display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm and frozen display and buttons were not responding. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Customer stated that they were unable to clear the alarm. The insulin pump will be returned for analysis.